Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not sensing atrial events, while in ddd mode during lead analysis. Mode was changed to aai, at which time atrial events were sensed properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.